Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspected front panel assembly is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the device's touchscreen is nonresponsive. The customer performed troubleshooting, but the issue was not resolved. The customer determined the most likely cause of the reported event is the front panel assembly. The customer reported there is no patient involvement associated with the event.